Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump was not logging data despite being in use. The pump data was reviewed and it was found that the customer had allowed the pump battery to fully deplete resulting in not using the pump for insulin therapy at the time the history had no recordings; however, the contact did not acknowledge this information. Customer's blood glucose level was 419 mg/dl. Reportedly, the customer continued to use the pump for insulin deliveries.